Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing lack of pain relief. On (B)(6) 2015, a reservoir volume higher than expected in the pump was observed. A catheter access port (cap) procedure was performed on (B)(6) 2015 and found no issues with the catheter. On (B)(6) 2015, it was reported that a second reservoir volume higher than expected in the pump was observed. The pump was filled with saline and will be re-evaluated at the next appointment.

Manufacturer narrative:
The device is being investigated at the manufacturing site. When the investigation is complete, another supplemental report will be filed. (B)(4).

Event description:
At the subsequent appointment, it was determined that the pump will be explanted. The pump was explanted on (B)(6) 2015 and was returned for evaluation.

Manufacturer narrative:
Additional information: the pump was implanted on (B)(6) 2015. Device evaluation summary: the returned pump was subjected to external and internal visual examinations, as well as, functional testing. The evaluation determined that the drug flow path was partially blocked with possible contrast dye. Based on the investigation, the reported event was confirmed. (B)(4).